Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having troubles on the keypad. Customer¿s blood glucose was 172 mg/dl at the time of incident. The customer stated that the buttons were not responding. Customer stated that time clock was advanced. The insulin pump will not be returned for analysis.